Manufacturer narrative:
(B)(4). No conclusion code available; the reported premature depletion and unability to communicate with the device was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that during an in-clinic follow up, it was unable to communicate with the device and the device exhibited a low battery voltage. The device was explanted and replaced. There where no consequences for the patient.